Manufacturer narrative:
The logs were read and an investigation is ongoing.

Event description:
This MDR is a resubmit per request of (B)(6) which was received by hologic, inc. On (B)(6) 2020. During a stereo biopsy the technologist confirmed the coordinates for the needle position, then pressed the motor enable button to move the needle to the target, she said the unit beeped very quickly so she released the motor enable buttons. The technologist then numbed the patient breast and made an incision. Next she went to manually dial in the needle and noticed it was in the incorrect position. The technologist then retargeted and held the motor enable button longer and the needle went to the correct position so she then made a second incision and continued to do a successful biopsy. A fe reviewed the device logs and determined it was possible user error or switches going bad. When the customer retargeted and reset the coordinates, the machine worked as expected.